Event description:
Healthcare professional reported 8 days after injection to the cheeks with juvederm voluma xc patient developed "right cheek hot, red swollen + firm "reaction" "infection." Patient was treated by another physician with keflex and ice. Five days later, the patient's right cheek was also "tender" and was treated with hylase. Two days later, the patient was treated with additional hylase and right cheek is "gradually deceasing, not as painful."

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. The events of "hot, red, swollen and firm reaction; tender and infection" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.